Event description:
It was reported that during procedure the lead helix would not extend after placement difficulty. After closer inspection there appeared to be body tissue on the helix. The patient suffered from a small pneumothorax. There was no treatment required. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.